Event description:
It was reported that a user on the second day of ilet pump use experienced low glucose readings after dinner, with cgm bg 74 mg/dl and confirmatory fingerstick 70 mg/dl, and after initial treatment the bg was 66 mg/dl with fsbg 68 mg/dl; the user denied symptoms and treated with oral carbohydrates per guidance, and the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.